Event description:
It was reported that during a lap chole procedure, the clips did not form properly on the initial firing. The clips that malformed were removed from the pt and another device was used to complete the procedure. There was not pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.